Event description:
After 18 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated. In addition, no magnet response was observed.

Event description:
After 18 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated. In addition, no magnet response was observed.